Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, a red rash with dots, itching and burning sensation occurred under and round the patch medical review. It was reported that medical intervention occurred; however, no information was provided about the type and location of the medical intervention. No additional patient or event information is available.